Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the black tissue pad detached not returned but with evidence of the tissue pad material in the groove section of the clamp arm. In addition, the blade was broken off not returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an instrument error is blade damage. The instrument was disassembled to inspect the internal components and no anomalies were found. No conclusion could be reached as to why the black tissue pad was detached from the instrument. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Event description:
It was reported that prior to an unknown procedure, the titanium tip broke after connected with the generator. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.